Manufacturer narrative:
Livanova (B)(4) manufactures the c5 system. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a pump on a c5 console was functioning intermittently during priming. A restart of the unit solved the issue. There was no patient involvement.